Event description:
According to the reporter: the balloon was pumped 30 times and burst into pieces inside pt. All parts were retrieved. The surgeon continued the surgery after pieces were removed. It took longer than normal due to the surgeon removing pieces of balloon that was stuck to pt's abdominal cavity. He used a laparoscopic grasper to remove all pieces. No pieces saved. No tissue or blood loss. The operative time was only extended a few minutes (much less than half hour). Pt's current status is fine.

Manufacturer narrative:
(B)(4)